Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum 360 infusion pump that was being used on a patient during code blue. The pump displayed an error message ¿power off then on, replace pump if alarm continues¿. The staff changed to another pump and displayed the same error and the patient died. The customer checked the event log but found no error. The customer also reported that their facility did an internal investigation and the result was that pump was not at fault; during the code, at the distal side of the infusion the IV tubing was clamped while pushing medication and gave an error of distal pressure sensor e342.

Manufacturer narrative:
A complaint was received regarding a plum 360 infusion pump in which the reporter stated that the pump was being used on a patient during code blue. The pump displayed an error message ¿power off then on, replace pump if alarm continues.¿ the staff changed to another pump and displayed the same error, and it was reported the patient died. The user facility stated that they checked the event log but found no error and the pump was not returned for evaluation, therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history was reviewed, and no previous complaints were reported. ICU medical, inc. Tried to obtain the pump's service repair history, but the customer did not respond to this request for information. The customer declared that the pump was not at fault, and that there was clamping of a tubing on the distal side of the pump. The pump is currently in their biomed office and is functioning normally and does not need to be sent in for further evaluation. It can be concluded that the device did not play a role in the adverse event. The device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed. Additional information a5, a6